Event description:
A surgeon reported a refractive surprise following intraocular lens (iol) implant surgery. Mild posterior capsular specification has been observed and the pt is wearing glasses to correct the refractive error. The surgeon is unsure of the cause of the event, and no intervention is planned.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 11/09/2010 and 11/10/2010 by phone, fax, and mail. Additional info was received by phone on (B)(4) 2010. A completed questionnaire was received 11/15/2010. (B)(4).